Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s mother stated on (B)(6) 2018, patient was away at school when he started to feel the area of insertion itching and noticed the area looked inflamed. Patient decided to remove sensor on (B)(6) 2018 when it was noticed that the skin was blistering and peeling. Patient went to his healthcare provider on (B)(6) 2018 and was prescribed cortisone ointment. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.